Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing could not be performed because the receiver would not turn on. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery were performed during an interior inspection and confirmed the reported event of the receiver displaying the initializing screen without a manual restart. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.